Event description:
The customer stated they were unable to calibrate rubella on the axsym analyzer with rubella calibrator, lot 61236m200, and were receiving error code 1003: calibration check failure cal a deviation too large. The customer replaced the calibrator and the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.